Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that an authorized 3rd party field service representative (fsr) evaluated the device onsite. The fsr duplicated the reported issue. The front panel was replaced and the unit works to service specifications.

Event description:
It was reported that the ventilator's touchscreen was freezing up. There was no patient involvement.